Event description:
It was reported that the deep brain stimulation (dbs) patient experienced stimulation issues wherein causing side effects such as dysarthria and also gait disturbances which would lead to falls. The patient underwent a revision procedure where the left lead was replaced. The patient was doing well postoperatively. The explanted device was retained by the medical facility and was not returned.